Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the during an attempted implant, the helix of the lead would not extend/retract when the physician attempted to insert the lead. The physician made an effort to take the lead out of the blood vessel and manually check the helix, but it would still not extend/retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the during an attempted implant, the helix of the lead would not extend/retract when the physician attempted to insert the lead. The physician made an effort to take the lead out of the blood vessel and manually check the helix, but it would still not extend/retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.